Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing stabbing pain above the ipg site when the stimulator was on. It was noted that the event was due to lead migration. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infinion cx 50 cm lead.

Event description:
A report was received that the patient was experiencing stabbing pain above the ipg site when the stimulator was on. It was noted that the event was due to lead migration. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing stabbing pain above the ipg site when the stimulator was on. It was noted that the event was due to lead migration. The patient will undergo a revision procedure.